Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date the forceps broke. The procedure was delayed approximately 20 minutes. The surgeon used a competitor instrument to complete the procedure. No additional medical treatment was needed. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
The results of the additional evaluation are as follows: the investigation of the complained forceps shows that the leaf springs are broken. Further investigation regarding the manufacturing documents shows conformity to the specification. The broken surfaces are homogenous what indicates material conformity as well. We can not exactly evaluate the reason for these breakages. Such cracks might have been created by continuous tension, on which these leaf springs are subjected to.